Event description:
It was reported that the device experienced a power on reset (por). The patient had experienced a previous por after external cardioversion a year ago. The physician was not able to use the "find patient" function and needed to open the sigma series software manually. The physician cleared the por, performed the follow up, and ended the session. When the physician tried to "find patient" again, the same error message occurred. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
Asku